Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: unable observe opening on the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed broken on plug strap side assessed as an unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.